Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the dates in total daily dose history are inconsistent; changing from (B)(6) 2012 to (B)(6) 2007. No data in the black box from the time of date changes due to continued use. A timekeeping accuracy test was performed; the pump was keeping time accurately. Investigators were unable to verify or duplicate reported time change while battery was in. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the time and date reverted to (B)(6) 2007 randomly. The reporter confirmed that the pump was maintaining time and date upon rebooting. The reporter indicated that the time and date issue resulted in the patient experiencing a blood glucose of 3 mmol/l with no signs or symptoms. This blood glucose does not meet animas criteria of an adverse event. This report is made based on the allegation that the time and date reset randomly during the use of the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.